Manufacturer narrative:
The calibration was acceptable and the quality control (qc) was within range. The customer stated that they batch their cov2t sample test according to the instructions for use. The IFU states in the limitations section: "patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2020-00192 was filed for the second patient sample on a different test date.

Event description:
The customer obtained a nonreactive (negative) advia centaur xpt sars-cov-2 total (cov2t) result for a patient sample on (B)(6) 2020. Testing was repeated with a redrawn sample from this patient on the advia centaur xpt sars-cov-2 total (cov2t) assay on (B)(6) 2020 and the result was nonreactive. The customer expected the result to be >1 index (positive). The patient had an initial positive pcr result obtained on (B)(6) 2020. On (B)(6) 2020 and (B)(6) 2020, the patient sample was retested with the pcr method and the results were negative. There are no known reports of patient intervention or adverse health consequences due to the nonreactive cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00191 on august 07, 2020. August 10, 2020 additional information: the advia centaur xpt sars-cov-2 total (cov2t) nonreactive results for the patient were not reported to the physician. After the patient's first pcr test was positive, it was revealed that all three people in his family were positive. The patient's immune system may not have had enough time for antibodies to be generated due to treatment since the virus has cleared. The sample identification for the sample was provided as sid (B)(6). Siemens healthcare diagnostics continues to investigate. MDR 1219913-2020-00192 supplemental report 1 was filed for the second patient sample on a different test date.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00191 on august 07, 2020. Siemens filed the MDR 1219913-2020-00191 supplemental report 1 on september 02, 2020. September 10, 2020 additional information: the patient was treated with plequenil (hydroxychloroquine). Plequenil is used to help calm the immune response. The patient resulted reactive with pcr. The patient was treated with plequenil for 5 days after initially testing pcr reactive 5 days earlier. Then the patient was tested with pcr and the advia centaur xpt cov2t. Both methods resulted non-reactive. Siemens determined the patient's immune system may not have had enough time for antibodies to be generated due to treatment since the virus has cleared. Based on the information provided, no product non-conformance has been identified. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2020-00192 supplemental report 2 was filed for the second patient sample on a different test date.